Event description:
Reported per clinical trial (B)(4): (B)(6) 2014 - subject patient underwent laparoscopic multiple recurrent midline hernia repair. The size of the hernia defect was 15cm x 9cm. A bard/davol ventralight st mesh was placed and fixated using sorbafix fixation device and sutures. Fascia and skin closure was achieved with sutures. The patient was discharged from the hospital on (B)(6) 2014. (B)(6) 2014 - patient was diagnosed with seroma. (B)(6) 2015 - doctor notes state possible recurrence; CT ordered during this visit confirmed seroma. (B)(6) 2015 - surgeon ordered ultrasound-guided aspiration of seroma . (B)(6) 2015 - ultrasound-guided aspiration of seroma performed. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, about 2 weeks post-implant of the bard/davol ventralight st mesh, the patient diagnosed with seroma and underwent aspiration. As reported, the ae has resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (b(4) units released for distribution in july, 2013. Not returned - remains implanted.